Event description:
Additional information received reported the syringe provided by the hospital was not working properly. A health care provider (hcp) was aspirating the sterile water from the pump when the bubbles occurred. The hcp changed the syringe to a new one and was able to aspirate. There were no more bubbles. The pump was aspirated and the case continued with no events. This event was also reported under manufacturer report #3007566237-2015-00475 [in the middle of a case, when aspirating the pump reservoir, they were getting bubbles. The devices, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.] Any additional information received will be reported under this manufacturer report number.

Event description:
It was reported that on the day of the procedure they were unable to aspirate the full amount of sterile water from the new pump reservoir (only got back 2cc and air) and they could feel the needle hitting the metal. The pump contained saline at the time of the event. No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n385838004, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).